Event description:
Patient reported left side "implants were among the recalled implants. I'm anxious and fearful''. Patient additionally reported the following events, which are not device-related: ¿common muscle aches and muscle diseases", "physician said that it was an autoimmune disease", "diagnosed with fibromyalgia, fibroadenoma, hashimato¿. Healthcare professional later reported left side "capsule palpability, pain in the left axillary region, deformity", "calcifications", and capsular contracture baker grade IV. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to d6a implant date: partial date of 2016 was provided. The 1/jan/2016 date has been removed as it is before the manufacturing date of the device in this record. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ fibromyalgia: unable to observe as it is not related to the manufacturing process. ¿ calcification: not observed. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ autoimmune disorders: unable to observe as it is not related to the manufacturing process ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed deformation and creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade 4."

Event description:
Patient reported "these implants were among the recalled implants. I'm anxious and fearful''. Patient additionally reported, ¿years after the operation, my common muscle aches and muscle diseases began to occur. My physician said that it was an autoimmune disease. 6 months after implantation I was diagnosed with fibromyalgia, fibroadenoma, hashimato¿, deemed not device related. Healthcare professional later reported ''suspected to cause hodgkin's lymphoma, these prostheses have been recalled, and in my patient we will perhaps meet this condition as well." Healthcare professional later reported "capsule palpability, pain in the left axillary region, deformity". Healthcare professional later reported "grade 4". This record is for the left side. Device has been explanted and replaced with another manufacturers device.